Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery with intra ocular lens implantation, the patient experienced corneal burn, leakage and required suture. The procedure completion details have not been provided. The current patient status was unknown.

Manufacturer narrative:
Additional information provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This report pertains to ophthalmic handpiece involved in this reported event.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). A hp was received for testing on this investigation. A visual assessment of the returned sample revealed a discolored red dot, dented irrigation line, and strain relief damage. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet alcon specifications per product specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. As such, the root cause is identified as inconclusive. The hp was returned and found to meet specifications. Therefore, based on the information obtained, the root cause of the remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.